Manufacturer narrative:
Patient information was unavailable from the site.(B)(4) 2014, a medtronic representative re-loaded 3.2 software and the imaging system booted correctly. Performed an imaging system check-out, all areas passed. System performed as intended.(B)(4) 2014, a medtronic representative, following-up at the site was told navigation was discontinued to complete the procedure, and there was a two-hour delay before completion.o-arm software investigation was completed. This issue was documented in a medtronic software anomaly tracking database.

Event description:
A medtronic spine representative reported that, while in a spine procedure, the o-arm 1000 imaging system was unresponsive in system booting - please wait. This issue occurred after the site attempted to move the o-arm to the left. An error message displayed: movement enabled and system shutting down, however, the system did not shut down completely. In trouble-shooting, re-booting the o-arm and unplugging it from the mobile viewing system (mvs) did not resolve the issue. The surgeon opted to discontinue the use of the imaging system to completed the procedure. There was no impact on patient outcome.